Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, the physician noticed a fast leak coming from the rear seal of the faradrive sheath post ablation. The physician elected to carry on with and finish the procedure. The procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event, as analysis found both valves torn by the center slit on the inner face which compromised the valve's ability to seal pressure and fluid within the sheath.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, the physician noticed a fast leak coming from the rear seal of the faradrive sheath post ablation. The physician elected to carry on with and finish the procedure. The procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.